Event description:
It was reported that the device was used during a radical nepherectomy procedure. It was reported by the rep that the mcl20 clip appier fired the 1st time, but the following clip did not engage. They attempted to use the clip applier a 2nd time, but there was no clip available. Another mcl 20 instrument was used to complete the case. There was no pt consequence.